Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the eyelet had fractured. It was reported though that the fragment was retrieved and the case was completed. Additionally, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.

Event description:
It was reported that during a right shoulder rotator cuff procedure, the ar-2323bcc, the eyelet of the anchor break on insertion. The fragment was retrieved and the case was completed by using a new ar-2323bcc.